Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported the customer experienced an elevated blood glucose (bg) of 348mg/dl and medium levels of ketones due to a "bad site". A manual injection was administered and an infusion set change was performed to address the bg level and issue. Insulin deliveries were resumed after the infusion change. Recommendation was made to consult with their health care provider to discuss diabetes management.